Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient was contacted by lifescan (lfs) (B)(4). During the call, the patient claimed that his unknown lfs meter displayed inaccurate results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter was reading inaccurately at 10pm on (B)(6) 2015, although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate result, he injected 18 units of novorapid insulin, also at 10pm on (B)(6) 2015. He claimed that 2 hours later, at midnight on (B)(6), he woke up "sweating". No treatment or medical intervention for his symptoms was specified by the patient. He denied using any other device to check his blood glucose level. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient and the unknown meter involved in the complaint has been requested back for investigation. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.